Event description:
It was reported that patient experienced ineffective therapy. Patients lead migrated due to patient's anchor being open. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was repositioned and anchor was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.